Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer did not provide the serial number for the device in question. Covidien was not authorized to service the device.